Event description:
It was reported post-operatively that the right atrial (ra) lead dislodged, which was verified by chest x-ray. The ra lead was removed as it was determined that the patient did not require the ra lead due to chronic atrial fibrillation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.